Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the fixing screw of the pacemaker was falling out. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of component missing was confirmed. The device was near beginning of life (bol) level upon receipt. Visual inspection of the header noticed the atrial setscrew missing, and septum damage by the end-user caused during the implant procedure consistent with inserting the wrench tool at angles and turning the setscrew counterclockwise. Additional inspection found no contamination or foreign material that could contribute to the reported event. Review of the device history record (DHR) indicates all steps were completed and signed off without anomaly. A new atrial setscrew was inserted and removed multiple times during the analysis with normal force without any issue. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.